Manufacturer narrative:
Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys amh plus assay on a cobas 8000 e 602 module. An aliquot of the sample initially resulted with an amh value of less than 0.1 pmol/l when tested on the e 801 analyzer. The value was reported outside of the laboratory. At a different laboratory using an unknown method, a sample from the patient was tested for amh and the result was 56 pmol/l. It was asked, but it is not known if the 56 pmol/l value was measured from the same patient sample or if it was measured from a different sample collected from the patient at a different time. The e 801 analyzer serial number is (B)(4).